Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed a yellowish stain in the instrument channel of the device, which appeared to be related to some sort of chemical damage. An endoscopy support specialist (ess) was dispatched to the hosp to review the hosp's reprocessing method, check the hospital's equipment, and conduct training. The ess's visit revealed that there were inconsistencies in the hospital's cleaning process. The facility was reportedly not using an enzymatic detergent at the bedside, and was not flushing detergent from the instrument channel after brushing. The cause of the patient's experience cannot be conclusively determined at this time. If additional relevant info becomes available at a later date, a supplemental report will be provided. This report is being filed as a MDR in an abundance of caution.

Event description:
A hosp reported several days after a pt had undergone a routine colonoscopy with the subject endoscope, they were informed that the pt had been diagnosed with pancolitis via cat scan at another facility. The facility where the endoscopy was performed reported that the same endoscope had been used on more than one pt on the same day as this individual, however, there had been no reports of ill effects from the other case. The current status of the patient is unknown as the patient sought treatment at another facility.